Event description:
We received a report that an intraocular lens tore while it was being implanted in a patient. To remove the iol the surgeon needed to enlarge the original incision. No other information was provided.

Manufacturer narrative:
The patient underwent iris dialysis during explantation of torn lens. The intraocular lens (iol) was returned to the manufacturer. Visual inspection with the unaided eye showed the lens was damaged, most probably related to the lens explant process. The lens can be identified as a tecnis toric acrylic 1-piece intraocular lens because of the presence of marking holes. The lens was torn as could be seen in the area. It was stated that the torn lens condition was mostly related to handling during the implantation procedure. A review of the manufacturing records showed no deviations or nonconformities. All pertinent information available to abbott medical optics at the time of this report has been submitted.

Manufacturer narrative:
Corrected data: age at time of event - (B)(6) years. Date of the report - (B)(4) 2014. Date received by manufacturer - (B)(4) 2014. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
No information was provided.(B)(4) - enlarged incision.all pertinent information provided to the manufacturer has been submitted. Placeholder.